Manufacturer narrative:
Covidien reference #: (B)(4). Date of initial report: (B)(4) 2015. The sample has been requested but to date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted.

Event description:
The customer reported that the jaw of the device would not open after cutting during a bladder cancer procedure. The device had to be cut out in order to remove it from the patient's tissue. Another device was used to complete the procedure and there was no injury to the patient.

Manufacturer narrative:
(B)(4). Date of follow-up report : (B)(6) 2015. Visual inspection found one of the devices the knife was trapped and contained within the jaws. There was tissue between the jaws. The jaws do not open due to the knife trap. Knife trap happens when the blade is extended and the jaws are not completely closed. This allows the knife track to open too wide and the blade moves out of its track. As a safety measure, the knife must be retracted in order to open the jaws. The tissue in the webbing may have prevented the knife from retracting far enough to allow the jaws to open. More frequent cleaning could have also reduced the difficulty activating the knife. The IFU cautions confirm that the jaws have reached the closed position and are locked (the handle is latched) before activating the cutter.